Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The physician reported that after the patient was extubated water was observed in the tube's cuff.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. A visual examination of the returned unit shows no sign of any liquid. The returned unit was inflated and no leakages were detected and the cuff inflated without any restrictions noted. The returned unit remained inflated for a four hour period and no leakages were detected. The reported defect could not be detected on the sample returned for evaluation.